Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and rec'd a result of 386 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer refused to return the test strips, so no product will be available for eval. Replacement test strips were sent to the customer.